Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (failed incoming testing) has been confirmed.  Upon investigation the electrode belt was received with corrosion. The cause for the failure was isolated to corrosion inside of the distribution node. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt. Device manufacturer date: electrode belt sn (B)(4): 05/17/2016, electrode belt sn (B)(4): 10/30/2013.

Event description:
A us distributor reported that a patient was receiving check therapy electrode messages and a belt failed incoming testing.